Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effects of stenosis and myocardial infarction is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article, identifying the xience prime stent, that may be related to the following: restenosis, myocardial infarction, revascularization and re-hospitalization. Details are listed in the article, titled comparison of the ultrathin strut, biodegradable polymer sirolimus-eluting stent with a durable polymer everolimus-eluting stent in a chinese population: the randomized bioflow vi trial. Please see article for additional information.